Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of needing assistance uploading insulin pump due to low blood glucose. Customer reported of having a seizure and was treated with a glucagon shot. Customer's blood glucose was 24 mg/dl. Troubleshooting was performed and customer was advised to monitor insulin pump and blood glucose and to contact healthcare professional regarding the cause of low blood glucose.